Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoroscopy functions pcb assembly was evaluated and replaced. The associated software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.